Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("lower back pain/ back pain"), dyspareunia ("pain during intercourse/ dyspareunia "), abdominal pain lower ("cramping,"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal infection ("vaginal infection"). The patient was treated with surgery (hysterectomy full). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, back pain, dyspareunia, abdominal pain lower, dysmenorrhoea, menorrhagia and vaginal infection outcome was unknown. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and vaginal infection to be related to essure. The reporter commented: patient need for additional surgery. Most recent follow-up information incorporated above includes: on 22-nov-2019: plaintiff fact sheet received. Reporter information updated. Patient demographic information updated. Essure start date and stop date updated. Events: dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), vaginal infection were newly added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("lower back pain,"), dyspareunia ("pain during intercourse") and abdominal pain lower ("cramping,"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed in 2011. At the time of the report, the pelvic pain, genital haemorrhage, back pain, dyspareunia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, back pain, dyspareunia, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: patient need for additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.